Manufacturer narrative:
Additional information: the product is not available for evaluation; therefore testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling (IFU) was completed. Blurry vision, visual disturbance and bcva loss are identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. Based on the information received, the root cause of the reported event could not be conclusively identified. The decision to report was based on lack of sufficient information regarding the cause of the event. MFR reference #: (B)(4).

Event description:
Through social media monitoring, it was identified that following a trabecular micro bypass stent procedure a patient reported "had it done but eye still blurry." No additional information provided.